Event description:
It was reported that the arm was broken by use.

Manufacturer narrative:
The sample was returned for evaluation. Upon visual inspection, one of the graft arms was torn. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The instructions for use states: "apply traction to draw the proximal (inferior) arms of the graft into the desired position such that the proximal end of the central graft is positioned at the vaginal apex. Be sure the graft is tension-free. Ensure the central graft is positioned under the bladder without excessive tension. The mesh should be sufficiently anchored to stabilize it during tissue ingrowth. Additional sutures may be used to secure the mesh tension-free. Caution: excessive tension should be avoided on the mesh and suture attachment points to account for wound shrinkage during the healing process." (B)(4).